Event description:
It was reported that the patient presented in clinic and the implantable cardioverter defibrillator exhibited backup vvi operation. The cause of the backup vvi operation was not activating the MRI mode prior to MRI test. Backup defibrillation operation was available at the time of backup vvi operation. The backup operation was resolved with programming changes suggested by technical services. The patient was stable throughout the event.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-94468, the same issue was previously reported as 2017865-2023-94702.